Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a previously unreported methicillin sensitive staphylococcus aureus (mssa) pump pocket infection, which was first noted in (B)(6) 2011. The patient had intolerance to clindamycin, penicillin and sulfa which limited the antibiotics that could be used to treat the infection. The patient received intermittent levofloxacin until (B)(6) 2012, when she had a new abscess and the levofloxacin dose was increased. The patient developed resistance to levofloxacin on (B)(6) 2012. The patient was then treated with intermittent keflex for the mssa flare-ups. On (B)(6) 2014 a large abscess in the pump pocket was reported and the patient had underwent incision and drainage procedures and an omental flap wound closure. The patient was treated with ancef for 8 weeks which was then changed to ceftriaxone, which will be continued indefinitely.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. The device remains in use supporting the patient. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.